Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) was removed due to patient complaints on the size of the device. There were no allegations or complainst against the device function. Subsequently, the device was retrieved from archive for further analysis testing.